Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative stated that patient in office today and when they ran the therapy measurement, all 4 programs had for longevity and ok for capacity, even after repeating the measurement several times. Caller also mentioned seeing the "reduced longevity" message. Caller states they ran electrode impedances and all were fine except for 0-3 combination was high but patient wasn't programmed on this combination. Caller stated that patient had 4 standard programs and was running at about 3.4v. Patient had been doing great and had accidents but had more than 50% relief and didn't report any pain. Caller did state that 8840 showed device had been off from (B)(6) but patient didn't remember turning device off and patient hadn't been seen in the office at all prior to today and device was working between (B)(6) and today. Caller indicated that they didn't see any por messages on pp or 8840. Caller stated that they didn't need to make any programming adjustments since the therapy was working well for the patient. Recent medical test or emi was reported but rep stated that patient didn't mention any emi or medical procedures. Possibility of por given was reviewed what the longevity and capacity measurements were showing as but that it was odd that patient/nurse didn't notice any por or anything else out of the ordinary. It was reviewed also that possibility that the high impedance combination may skew longevity but again noted it was odd that all 4 programs had an issue with the measurement. Caller stated that patient was scheduled to come back next thursday (week from today). Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.